Event description:
It was reported that beeping was observed from this implantable device and boston scientific rhythmcare was contacted for assessment. It was confirmed that the beeping was the result of a single, out-of-range shock impedance measurement (126 ohms) in (B)(6) 2024. Variable, in-range shock impedance measurements (between 98 and 118 ohms) were also noted, which was likely due to postural changes. It was stated that the patient was recently evaluated in-clinic where the device was interrogated to resolve the beeping. At this time, the device remains implanted and in-service. No adverse patient effects were reported.